Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes underfilled. "Material no. 363083, batch no. 0258259. It is reported customer experienced under filling. Verbiage received, - "item is not filling, tubes are defective."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes underfilled. "Material no. 363083, batch no. 0258259. It is reported customer experienced under filling. Verbiage received, - "item is not filling, tubes are defective."